Event description:
Initial reporter indicated that their pt was seen in a clinic, with complaints of pain at the generator site and generator site migration. The vns pocket was palpated and tender, no signs or symptoms of infection. The plan was to take the pt to the or and evaluate the reported "vns sliding around." The physician wanted to have distal end of vns implant reexamined because, it appeared like he was getting more tight musculature in the area of the cricothyroideus muscle. Additionally, the treating physician wanted to make sure that the lead was looked at, to make sure the loop end had not changed. The pt had surgery and had their vns generator replaced. The pt's vns generator pocket was opened and the generator was found secured and in the pocket. The surgeon reported maybe the pt thought his device was migrating because, he had a lot of fatty tissue in the chest area. The lead looked fine per the surgeon, and strain relief was adequate. The explanted generator is at the manufacturer, pending completion of product analysis.